Manufacturer narrative:
Product analysis: analysis was performed and found that the touchscreen was out of calibration. The paper tray was nearly empty. The company logo button was missing, and the upper and lower bullets were worn. The printer¿s light emitting diode (led), keypad panel did not light up. Errors in the software history were found all found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned for service. It was reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.